Manufacturer narrative:
Gtin: ((B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sales rep reported that while priming the valve it was not possible ty inject more that 1 ml of fluid. The syphon guard looked misaligned. There was no patient harm or delay in surgery as a result of this incident.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 6. The valve was visually inspected: no defects were noted, the siphon guard was ok. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl with lot ctcbvh, conformed to the specifications when released to stock on the 26th february 2015. No root cause could be determined as the problem reported by the customer was not confirmed. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates, the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. This, however, could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.